Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the powerseal device exhibited repeated errors. The issue occurred during an unspecified therapeutic procedure. There were no reports of delays or patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and updates to fields d8, d9, g1, and h4. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a communication failure with the generator, traced to component failure. It is possible that the short circuit in the flex circuit base prevented the instrument recognition data from being read, but the cause of the data transfer error could not be determined. The event can be prevented by following the instructions for use which state: setup. Warning: ¿ the generator display should state powerseal. If the display does not match, contact olympus technical services at (B)(6). ¿ examine all olympus system and device connections before using. Improper connection may result in arcing, sparks, accessory malfunction, or unintended surgical effects. Olympus will continue to monitor field performance for this device.